Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the balloon angioplasty procedure, the balloon ruptured during the procedure. The balloon catheter was found to be fractured as well. The physician replaced it with a new balloon catheter and completed the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined.

Event description:
It was reported that during the balloon angioplasty procedure, the balloon ruptured during the procedure. The balloon catheter was found to be fractured as well. The physician replaced it with a new balloon catheter and completed the procedure. There were no reported clinical consequences to the patient.